Event description:
It was reported via repair work order that the head left siderail stuck down due to damaged arm covers. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.